Manufacturer narrative:
UDI- (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the handle identified it to be fractured at the mid weld portion. There are scuffings, numerous wears and impact damages on the strike plate indicating the use of the device. The device was sent for further analysis and the analysis identified fracture artifacts are consistent with a possible overload fracture. The material analysis of the handle and the weld metal were consistent with print specifications. Review of the device history record identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a rasp handle fractured during initial surgery. No harm to patient. Attempts have been made and no further information has been provided.